Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: saw device, drill device, (B)(6) 2019. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the compact air drive device would not run. It was further determined that the device failed pretest for check starting behavior at 3 bar, check for excessive noise, check for noticeable untrue running, check triggers for forward/reverse mode and check reverse locking mechanism. It was noted in the service order that the device was loosening the screw fitting to the saw device and drill device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.